Event description:
It was reported that the device presented with no image when connected. The device malfunctioned during preparation for a laparoscopic procedure. The procedure was completed with a similar device with no delay. There was no report of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found no image which was due a faulty charge coupled device. Additionally, other evaluation findings include the following: failed leak test which was due to cut and kinks on the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the device presented with no image when connected. The device malfunctioned during preparation for a laparoscopic procedure. The procedure was completed with a similar device with no delay. There was no report of patient harm.